Event description:
Medtronic (covidien) received medwatch report # (B)(4). It was reported that the device separated and was left within the patient during an acute mechanical thrombectomy of an occluded right internal carotid artery (ica). The solitaire was reported to have entangled with the cordis precise pro carotid stent system. As the guide catheter was advanced across the previously placed stent and the solitaire was advanced and deployed across the distal ica and right m1. The guide catheter was reported to have migrated back into the stent and could not be re-advanced. Attempt/s was made to carefully remove the solitaire, which unfortunately resulted in entrapment of the solitaire in the previously placed stent. The solitaire was deployed and the pushwire was introduced to extract the clot. The physician was unable to pull extractor wire and left the device (within the patient) overnight. The following day, through the pre-existing right groin sheath, the physician was able to disconnect the wire from the solitaire and the wire was removed through the groin sheath. Selective injections of the right common carotid artery demonstrated a widely patent distal right common carotid artery into the proximal right internal carotid artery. The proximal right ica was completely occluded. The solitaire was positioned in the upper cervical right ica immediately above the carotid stent. The solitaire¿s wire was no longer visualized. The patient¿s anatomy was reported to have been moderately tortuous. Patient is stable. No negative outcome.

Manufacturer narrative:
The stent was not returned for evaluation as it remains within the patient and the pushwire was kept by the site. Since the device was not returned for analysis, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).